Manufacturer narrative:
Concomitant medical products: 457445 lead, implanted: (B)(6) 2006, 419488 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pace/sense portion of the right ventricular (rv) lead had ¿failed.¿ the rv lead remains in use. No patient complications have been reported as a result of this event.